Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had audio issue. The customer's blood glucose level was unknown at the time of incident. The customer stated that they ran a self test of changing audio volume from 1 to 5 and listening for the beeps but there were no audio. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed the displacement test however, the pump alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 1 (vdd) on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.